Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf indicate that the elevated wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber towards the end of the procedure. There are no events (adjustments, changes in pump speed, substate changed, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. Donor unit#: (B)(4). The wbc count is unavailable at this time. The disposable set is unavailable for return, because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.